Manufacturer narrative:
The event of "infection and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, infection and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "rupture", "capsular contracture", baker grade unknown, staphylococcus "infection", "never liked his breasts" and "never happy". This record is for the left side. The device has been explanted and replaced.